Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that upon review of the patient's log files, low voltage hazard events were seen to have occurred at 20:32 and 20:42 on (B)(6) 2021 while on battery power. This appeared to have been caused from a possible loose connection between the power lead and the battery clips. The patient also experienced another low voltage hazard and a no external power event on (B)(6) 2021 at 8:59. These events occurred while the patient was on battery power. This appeared to have been caused by voltage issues, and the no external power was caused by both power leads being disconnected simultaneously. The backup-battery engaged as design. The pump's speed did drop to 0 for a few seconds. The patient has a known short to shield, and there was now concern for a phase to phase.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed a low speed/pump stop event which appeared to be consistent with a potential issue with the driveline; however, a specific cause could not be conclusively determined through this evaluation. The submitted log file contains data from (B)(6) 2021 and recorded a brief pump stop on (B)(6) 2021 while the patient was connected to battery power. Excluding the pump stop, the pump appeared to have operated as intended above the low speed limit. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation at this time. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 6, ¿patient care and management¿ (under pump performance monitoring), covers wear and tear to the percutaneous lead. Section 7, ¿alarms and troubleshooting,¿ addresses all system controller alarms and how to respond to such events. The heartmate ii lvas patient handbook, rev. C is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvas drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The relevant sections of the device history records for (B)(6) and the driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.